Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the heart lung machine (hlm) was rebooted but the same error message appeared. Per the field service representative (fsr) the user facility's manufacturer trained biomedical technician (bmet) will replace the central control monitor (ccm) harddrive to fix the issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the unit displayed a "system disc error, please insert disc" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.